Event description:
Procedure type: sleeve gastrectomy. According to the reporter: while sewing the stomach, the surgeon took a bite with the endostitch and the needle went upside down and then got caught in the jaws and could not be used. The needle loosened and would not allow surgeon to take another bite or unload or toggle the device. The needle had to be cut off and a new hand piece was opened to complete the case. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4)